Event description:
Pt reported, was admitted to hospital on (B)(6) 2025 due to central line came out discharged (B)(6) 2025. Unk if md aware. No further info or details or dates available. IV remodulin premix pt.